Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all calibrations, extended self-test, and short self-test. (B)(4).

Event description:
Covidien received info that the pb980 ventilator became inoperative when it was placed on a patient.